Event description:
It was reported that the filter was tilted and had perforated the inferior vena cava (ivc). On (B)(6) 2011, the patient was implanted with a greenfield filter. The patient had a history of deep venous thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan to evaluate the placement of the ivc filter. There was an approximate 19 degree tilt to the right side. The filter struts extended outside the confines of the ivc, especially posteriorly. The most central posterior strut extended to the vertebral body. No further patient complications were reported.